Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010, for birth control. In 2010, she underwent the essure procedure. In 2014, plaintiff was told by her physician that she needed to have her right fallopian tube removed in order to remove the essure device. She underwent the procedure to remove her fallopian tube and the essure device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four years later underwent a procedure to remove her right fallopian tube in order to remove the essure device. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact indication for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering that essure removal was required, this case was regarded as incident. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four years later underwent a procedure to remove her right fallopian tube in order to remove the essure device. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact indication for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering that essure removal was required, this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B63663,b53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube right side unable to be placed; no occlusion on right side after first implant" in 2010. The patient's medical history included laparoscopy (B)(6) 2002) in 2006 and tubal ligation (B)(6) 2002) in 2006. Concurrent conditions included fallopian tube obstruction and urination pain. Concomitant products included aluminium hydroxide-magnesium carbonate gel (neoval), cetrorelix (cetrotide) since 2015, chorionic gonadotrophin (ovidrel) since 2015, estradiol (vivelle) since 2014, estradiol since 2015, ganirelix since 2014, genito urinary system and sex hormones since 2015, leuprorelin acetate (leuprolide ace), leuprorelin acetate (lupron), menotrophin (menopur) since 2014, metformin, morphine, oxycodone hydrochloride;paracetamol (percocet), phentermine, progesterone since 2014 and urofollitropin (bravelle) since 2014. In 2010, the patient had essure inserted. In 2010, the patient experienced complication of device insertion ("during the essure placement procedure, I was told the essure device could not be inserted into the left fallopian tube,"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (unilateral salpingectomy right side only on (B)(6)2014). At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had not resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: date of insertion was given as 2010 in left side and (B)(6)2013 in right side. Discrepancy was noted in the document as it was reported as "during the essure placement procedure, I was told that the essure device could not be inserted into the left fallopian tube. (Date received: 2010)" and failure to occlude in the right side. The essure device was placed in the right tube. After deployment, one coil was visible. Discrepancy noted as per pfs: date of removal of essure: (B)(6)2014. Another essure implant procedure performed in 2013. If you have not had your essure removed, are you currently planning for essure removal? No. At this time, I do not have plans for left side removal. Plaintiff cannot recall if she got an hsg test after my second essure placement or not. If she did, it would have been in or around (B)(6)2013 or (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: result: patient underwent essure confirmation test: hysterosalpingogram on (B)(6)2013 or (B)(6)2014. Ultrasound scan vagina - in 2010: results: unilateral occlusion (left tube occluded); in 2013: results: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received: lot number was added. Event onset date was updated. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube right side unable to be placed". The patient's concurrent conditions included fallopian tube obstruction. Concomitant products included cetrorelix acetate (cetrotide) since 2015, choriogonadotropin alfa (ovidrel) since 2015, estradiol (vivelle [estradiol]) since 2014, estradiol since 2015, leuprorelin acetate (leuprolide ace), menotrophin (menopur) since 2014, progesterone since 2014 and urofollitropin (bravelle) since 2014. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: date of insertion was given as 2010 in left side and (B)(6) 2013 in right side. Discrepancy was noted in the document as it was reported as "during the essure placement procedure, I was told that the essure device could not be inserted into the left fallopian tube. (Date received: 2010)" and failure to occlude in the right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: unilateral occlusion (left tube occluded); in 2013: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received- new event "abnormal bleeding (general), dysmenorrhea (cramping), pain, failure to occlude fallopian tube right side unable to be placed" were added. Event "underwent a procedure to remove her right fallopian tube in order to remove the essure device" was deleted. Product explant date was removed. New reporter were added.¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B63663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube right side unable to be placed". The patient's past medical history included laparoscopy ((B)(6) 2002) in 2006 and tubal ligation ((B)(6) 2002) in 2006. Concurrent conditions included fallopian tube obstruction. Concomitant products included aluminium hydroxide-magnesium carbonate gel (neoval), cetrorelix acetate (cetrotide) since 2015, choriogonadotropin alfa (ovidrel) since 2015, estradiol (vivelle [estradiol]) since 2014, estradiol since 2015, ganirelix since 2014, leuprorelin acetate (leuprolide ace), leuprorelin acetate (lupron), lynestrenol (endometrial) since 2015, menotrophin (menopur) since 2014, metformin, morphine, oxycocet (percocet), progesterone since 2014 and urofollitropin (bravelle) since 2014. In 2010, the patient had essure inserted. In 2010, the patient experienced complication of device insertion ("during the essure placement procedure, I was told the essure device could not be inserted into the left fallopian tube,"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had not resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: date of insertion was given as 2010 in left side and (B)(6) 2013 in right side. Discrepancy was noted in the document as it was reported as "during the essure placement procedure, I was told that the essure device could not be inserted into the left fallopian tube. (Date received: 2010)" and failure to occlude in the right side. The essure device was placed in the right tube. After deployment, one coil was visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: unilateral occlusion (left tube occluded); in 2013: unilateral occlusion (right tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- event "during the essure placement procedure, I was told the essure device could not be inserted into the left fallopian tube," added. Outcome of events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.